Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in clinic for routine follow up while in clinic he complains of battery switching. Log files were not sent in at the time, so there is no confirmation. Battery was replaced and sent to the manufacturer. No additional information available.

Manufacturer narrative:
This complaint, MFR# 3007042319-2016-02563 was entered as a duplicate of MFR # 3007042319-2016-02189. No additional information will be forthcoming.